Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in both cylinders that was the result of fold wear and wear at the corner of a fold in the cylinders. Both cylinders had broken fabric threads and exhibited bulging when inflated. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced device malfunction with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced device malfunction with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.